Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was reported. Date of issue is an approximation. The sensro was inserted into the arm on (B)(6) 2021, the patient had a reaction that consisted of a rash with redness underneath the sensor pod site on the arm. After the event the parent consulted a healthcare personnel (hcp) and the patient received an unspecified antibiotic medication. At the time of the event no other details were documented. There was no documentation of other medical intervention. No additional patient or event information is available.